Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was incomplete sealing of outer package. The reporter indicated that the outer package was not sealed completely. The product is not sterilized at all in this state so the product could not be used.

Manufacturer narrative:
Investigation: samples received - one open long pack. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 108 units of this code-batch. There are no units in our stock. We have received the defective sample from the customer for analysis. According to the information received, the customer only found this unit with this defect. The unit is not sealed at the bottom and the second pack is open. The second pack protects from external contamination (microbial barrier). In case that second pack is open/broken, the product sterility is compromised. Although it is assumed that it is an isolated human error, a CAPA is opened for root cause investigation and subsequent implementation of actions related and a recall of the involved batch is proposed. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. Actions on distributed product of this reference/batch: recall of this code-batch from the market. Corrective/preventive actions: we have opened a corrective/preventive action.